Manufacturer narrative:
H9 correction and removal number: 3011050570-11/27/23-001c this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no tip on fiber when removed from the box issue could not be determined, however, during packaging, the device is packed into a protective coil; it is possible that while the operator was introducing the fiber into the protective coil, the device tip was broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the 200 micron tfl single use fiber did not have a tip when pulled out of the box. There were no reports of patient harm.